Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? Was the staple line visualized transanally during the initial surgical procedure? How was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the staple line repaired during the reoperation? Was any tissue ischemia observed? Will the ileostomy be reversed? What is the current status of the patient? Was the device saved? If so, will it be returned?

Event description:
It was reported that post-operative seven days after a low anterior resection the patient was operated on for an anastomotic leak. The leak was on the anterior portion of the lower sigmoid anastomosis. Surgeon repaired the staple line and crated a diverted ileostomy. Patient is in the ICU under observation. An initial leak test did not find any bubbles and the donuts were complete.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: can the lot or batch number of the device be provided? What were the indications for surgery? Diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Md. Dr ye. Has fired over 10 times. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Waited 1 minute. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Was a complete transection of the white breakaway washer visually confirmed? Yes. Was the staple line visualized transanally during the initial surgical procedure? Yes. How was the leak identified? Post op day 2. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. How was the staple line repaired during the reoperation? No. Was any tissue ischemia observed? No. Will the ileostomy be reversed? Yes but not yet as of 12/2/19. What is the current status of the patient? Or still diverted built will re connect. Was the device saved? No. If so, will it be returned? No. Surgeon went back in and saw the leak at the staple line. He transected again and gave the pt a temp colostomy.